Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remain unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2025-03266), was submitted on 04-dec-2025. However, based on the reassessment and investigation done on 21-jan-2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. The event showed that patient not reported infusion set related malfunction. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient faced an event on of low blood glucose on (B)(6) 2025. The blood glucose went from 68 mg/dl to 62 mg/dl and then down to 57 mg/dl. Also, the patient had tremors, vomiting loss of consciousness (fainting), intense panic, profuse sweating and inability to remain calm. The patient called emergency services and blood glucose was treated with consuming carbohydrates/sugary foods. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: italy. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.